Event description:
It was reported that a malfunction with code 16-0x20e6 occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement and received a replacement pump to ensure continuous insulin delivery. Technical support confirmed the customer's shipping address and arranged for the replacement pump delivery.